Event description:
Customer reported being hospitalized for high bg. The cause of hospitalization (as per md) was high bg. Will send customer a clamp and instructed customer to monitor bg. Explained the high blood glucose rule and to call back for high blood pressure test when clamp arrives.